Event description:
A malfunction was reported on the pump with the screen going dark and failing to turn on. There was no adverse impact to the customer's blood glucose level. The customer was instructed to charge the pump, resulting in the screen turning back on, and they were provided with reset information. The customer acknowledged the guidance and planned to restart the continuous glucose monitor and resume insulin delivery independently. Although a fault code was not confirmed, tandem technical support decided to replace the pump. The customer's pump was out of warranty, and they declined an out-of-warranty loaner pump.